Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they visited to emergency room and then they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 501 mg/dl. At the time of hospitalization. Customer experienced nausea for high blood glucose level. Customer reported that they were ok to troubleshoot for high blood glucose level. Customer were treated with intra venous infusion and manual injection. Customer reported that the insulin pump was under delivering. The insulin pump will not be returned for analysis.